Event description:
It was reported that a patient had an initial right total knee arthroplasty with competitor product, which was revised to zb product approximately 2 years later due to ligamentous instability. The patient underwent a poly exchange due to recurrent dislocations and ligament instability approximately 9 months after that. The patient did well for nearly 15 years until presented with increased pain, effusion, and instability. The patient then underwent a third revision surgery which was planned as a poly exchange. However, upon entry of the joint, significant metallosis was identified from a worn, dislocated poly disassociated from the tibial component. All components were removed, and a rotating hinge knee was cemented in place without complications. Attempts have been made and no additional information on the reported event is required at this time.

Manufacturer narrative:
(B)(4): d10: item #: 43266816, tibial insert b-16,constrained, lot #: unknown. Item #: 43264312, revision fem.component b-right, lot #: 2322626. Item #: 432613123, revision stem 13x123, lot #: 2341076. Item #: 412600033, wallaby anchorage stem, lot #: 2225604. Item #: 3005960001, refob-palacos r40, lot #: 625e01801. The reported products as well as the concomitant products were returned to the post market surveillance team for examination. The tibial insert shows extensive wear throughout the device, but most apparent on the surface that comes into contact with the tibial baseplate. This surface that comes into contact with the baseplate is worn to such an extent that the original structure after manufacturing is unrecognizable. Additionally, the contrast sphere (for radiographs) can be seen due to the amount of wear present on the insert. The stopper contained in the insert is turned 180° and in the "open" position". The articulating side of the insert shows layer delamination on the posteromedial articulating surface, likely due to age of the insert coupled with force application/loading. The articulating surface of the insert also shows partial surfaces where the original manufacturing surface of the device can be seen. There are cuts/indentations present on the peg of the insert. The tibial baseplate also shows very extensive signs of wear on the surface that comes into contact with the tibial insert. Most apparent is wear on the rim of the baseplate that is used to lock the stopper of the tibial insert in place. The femoral component shows revision marks in the form of scratches and nicks. Cement residue is present. There is blackisch residue present around the femoral component to femoral anchorage stem interface of unknown origin. The femoral anchorage stem is otherwise inconspicuous. The anchorage stem on the tibial side is also inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records related to the primary implantation of zb products on (B)(6) 2008 were received and reviewed by a healthcare professional with the following assessment: (B)(6) 2008; revision op note: all competitor implants and cement removed without difficulty. Bone cuts refreshed with 4mm removed from the medial tibia to straighten the tibial incision. Wallaby implants placed without complication. Satisfactory rom and stability achieved. Postop xrays show implants in good position. Discharge summary: postoperative course without complications, incisions healing well, drains removed pod 2. Postop xrays show proper fit of implants without signs of loosening or fracture. Upon discharge, rom 0-90°, capsule intact, slight swelling. Partial weight bearing for 2 weeks then full weight bearing, follow up as prescribed. Medical records related to the first revision surgery dated (B)(6) 2008 (related complaint (B)(4) and exchange of the tibial insert from size 12 to size 16 were received and reviewed by a healthcare professional with the following assessment: (B)(6) 2008; revision poly exchange: revision of right knee joint inlay change to wallaby iii inlay size b 16mm. Patient has sustained 2 knee dislocations, now indicated for poly exchange. New 16mm poly secured, rom check: ¿there is a slight stretch deficit of about 5° which is tolerated¿slight tendence to dislocate in the case of terminal knee joint flexion of more than 125° and simultaneous rotation in the lower leg which is tolerated. Intraoperatively.¿ no intraop complications. Limit flexion to 90° for 4 weeks postop, prevent flexion over 120°. Postop course was without complications, no wound concerns, drains removed pod 2. Medical records related to the second revision surgery dated (B)(6) 2024 were received and reviewed by a healthcare professional with the following assessment: (B)(6) 2023; radiology report: ¿cranial projection of the patella [patella baja] with degenerative changes retropatellar (no patellar implant)¿ soft tissue calcifications¿increasingly ventralized representation of the coupling¿, no implant fracture. (B)(6) 2024; revision op note: diagnosis: torn inlay with pronounced abrasion granulomas and knocked out tibial component on the right with inlay dislocation.¿ considerable metallosis with brownish black synovium and clear granulomas. No gross evidence of infection. Synovectomy and removal of large granulomas performed. Luxated inlay removed. ¿unfortunately, the tibial component of the tibia is so deflected, especially ventral, that an inlay change as planned is not possible.¿ femoral component removed, femoral condyle granulomas sent to pathology. Tibial components removed, ¿dorsally there is a small fissure (crack) but no larger lesion.¿ all components and cement removed, thorough debridement and irrigation performed. New rhk components cemented into place without complication. ¿with the 17 inlay good extension, good flexion, well-fitting patella.¿ knee closed. Additionally, one undated lateral radiograph of the right knee was provided and assessed by a radiologist with the following assessment: ¿loosening of the poly peg noted anteriorly within the joint space. Radiolucency along the posterior femoral component could indicate osteolysis.¿ ¿overall fit and sizing of the implant is appropriate. Normal bone mineralization. Disassembly of the polyethylene spacer.¿ based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.